Manufacturer narrative:
E3: non-health care professional; e2-no based on the results of the investigation, the definitive root cause of the issue could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head had corrosion on the scope mount. There was no patient involvement.